Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, a system error 2240 alarm (air in tubing) was identified in the log. The alarm occurred on (B)(6) 2012 at 05:42:05. No additional information is available.